Event description:
Caller tested 2.3 inr on the coaguchek xs system while a professional meter returned as 1.7 inr. No actions taken based on device results. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller tested 2.3 inr on the coaguchek xs system while a professional meter returned as 1.7 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.